Event description:
This report is being filed to add the date of death.

Event description:
It was reported that this patient coded and expired soon after the implant procedure. No perfusion was noted. No allegations were made against the device.